Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced hyprglycemia due to incorrect insertion of the infusion se on (B)(6) 2025. The site of insertion was abdomen. The blood glucose level was 465 mg/dl and the patient was treated with correction bolusvia pump. The patient replaced infusion sets and resumed insulin successfully. No further information was available.